Event description:
It was reported that, during a kidney stone procedure, the fiber broke after 15min of use. The laser did not stop emitting after the brake, and the surgeon's arm was burned. Two more fibers were used and both fibers broke. The procedure could not be completed, and the patient was under general anesthesia. There were no patient complications reported. Fiber 3 of 3.